Event description:
It was reported that the patient experienced diaphragmatic stimulation that was relieved when the patient changed position. The lead was explanted and replaced during a routine pulse generator change out procedure. The patient would be monitored.

Manufacturer narrative:
(B)(4).